Manufacturer narrative:
Carefusion complaint number (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. The customer did not state if this incident occured on a patient or not. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that this unit is alarming "vent inop." The customer replaced the turbine and the issue was resolved. There is no information if this incident occurred on a patient. Carefusion has requested this information but has not received a response.